Event description:
Customer reported going to the hospital the day before the call due to having a blood glucose level of 489 mg/dl. Customer reported that the insulin pump was not delivering insulin. Customer reported having fluctuating blood glucose levels ranging from 70 mg/dl to 415 mg/dl the day before the call. Customer was not admitted to the hospital, but was treated in the emergency room and released. Customer reported that the insulin pump returned a no delivery alarm. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.